Event description:
It was reported that the patient underwent posterior lumbar interbody fusion with bmp, a peek cage and autograft. The patient began to experience back pain immediately post-op and had difficulty sitting and walking due to the pain. The patient was referred to a pain doctor where numerous injections were given. The doctor ordered a MRI in october due to right leg pain. The doctor said he saw "something" on the MRI and ordered a biopsy which did not reveal a tumor or infection, only an inflammatory process. The patient received pain injections every two weeks and was referred to a neuroradiologist. The neuroradiologist reviewed the MRI. The patient then saw a different doctor who read the MRI with the neuroradiologist as "bone growth encapsulated at l5 nerve root with apparent osteophytes growing into the muscle." This doctor suggested surgery to remove the hardware and fuse l4-l5. Another physician suggested that anesthetics be directly injected and if the gets relief, then surgery would be indicated. Injection is currently scheduled and the patient has agreed to follow up with the results. The patient was reportedly unaware that bmp was used during surgery.

Event description:
At 290 days post-op, the patient presented for an office visit. Per the office notes, "postoperatively she had a lot of pain and radiculopathy in the l5 distribution... Imaging studies showed a soft tissue mass appearing in the lateral foramen at l4-5 consistent with her l5 radiculopathy. Over a period of time this mass disappeared, but she still has a lot of pain in the dorsum of the foot on the right side. Imaging study show still some enhancement. There is also a lot of mechanical pain in her back and I am palpating her back. The instrumentation is still visualized... Overall conclusion is that she is having some sort of reaction to the bmp that may be encroaching on the l5 root on the right. We plan to do a removal of the instrumentation since she does not need it anymore. I explored the l5 root on the right side around the l5 pedicle and try to decompress the nerve root." At 353 days post-op, the patient presented for an office visit. Per the physician's notes, "about two months ago, we removed her instrumentation.. She has a lot of pain in her anterior right thigh and this may be related to some of the inflammation that we saw in the psoas muscle at the l5-s1 level."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient presented with low back pain, left buttock pain and then s1 pattern pain down to the knee. Patient states that over the past 6 months she started having pain in the low back particularly with sitting. After gardening, she started getting pain in the buttock and down the posterior leg to the knee area. Buttock and leg pain on the left actually started a month ago. Patient has had low back pain and right leg pain in the past. Now the pain is back and left sided. Patient has not had physical therapy at this point in time. Patient has had numerous injections and is improved approximately 30% particularly with the left buttock pain. Patient has had facet injections, si injections and possible epidurals. Symptoms are worse when sitting. Patient feels better walking or standing. Patient has balance problems with a history of what she states has trapped greater occipital nerve that creates pain and balance problems. Patient states her pain can range from a 3 to a 5 out of 10. Patient underwent five views of the lumbar and ap pelvis that reveal right apex scoliosis at 15.6 degrees from l1 to l5, disc space narrowing at l3 to s1, moderate to significant at l5-s1. There is status post right-sided laminotomy at l5-s1. No fractures, dislocation or instabilities on flexion extension. Paraspinal soft tissues are within normal limits. Ap pelvis reveals evidence of a right bone graft, right s1 moderate arthritic changes, and mild bilateral hip arthritis. Parapelvic soft tissues are within normal limits. X-rays reveal si and bilateral hip arthritic changes as well as evidence of what appears to be bone graft from the right iliac area. An MRI demonstrated "moderate to significant degenerative disc changes at l5-s1. There is evidence of a nabothian cyst at s1-s2. There is evidence of facet arthritic changes as well as l4-5. There appears to be a very mild left-sided disc bulge at l5-s1 area slightly encroaching upon the l5 area but no nerve root compression or central stenosis." The patient underwent lumbar transfacet approach for decompression of the spinal canal and nerve root, s1. Arthrodesis posterior lumbar interbody technique, l5-s1. Arthrodesis lateral transverse process technique, l5-s1. Application of intervertebral biomechanical device, namely the globus signature peek spacer, l5-s1. Autograft for spine surgery, morselized, mixed with bmp. Blood loss 300 ml. Bmp was placed anteriorly in the disc space, and within the signature peek cage. No complications were reported. At 410 days post-op, the patient presented with low back pain. A CT scan of the lumbar spine found a large disc osteophyte at l4-5. At l5-s1 "soft tissue fills the anterior epidural space and extends into the left where the right neural foramen consistent with either residual disc versus postsurgical changes." At 585 days post-op, the patient presented with low back pain. MRI of the lumbar spine showed no evidence of neural impingement at l5-s1, interval resection of l4-5 disc osteophyte, and mild endplate edema above the fusion level and mild progression of disk space narrowing. Follow up was done 655 days post-op, the patient reported of a lot of pain and radiculopathy in the l5 distribution. Imaging studies show a soft tissue mass appearing in the lateral foramen at l4-l5 consistent with the l5 radiculopathy. Over time, the mass disappeared but patient still has pain in the dorsum of the foot on the right side. Imaging studies still show some enhancement. Good fusion noted at l5-s1. Surgeon's assessment is that patient is most likely having a reaction of sorts to the bmp that may be encroaching on the l5 root on the right. At 664 days post-op, the patient underwent a surgical procedure to remove the previous l5-s1 instrumentation and explore and decompress the right l5 nerve root to treat the patient's right l5 radiculopathy. Per the operative notes, "the root was easily visualized and there was a lot of scar tissue around it." At 12 days after the revision surgery, physicians notes indicate that during the procedure, there was a bit of bony overgrowth from the bmp, were able to remove that off the nerve and decompress all the scars around the nerve. Post-operatively, mechanical back pain has resolved completely. Has no tenderness now, staples were removed. Patient does still have pain down her right leg. Anterior part of the right thigh and some numbness going all the way down to the foot. Patient was on steroids but is no longer taking them. Patient is on neurontin and will be re-evaluated in four to six weeks. Imaging studies may be repeated if pain persists.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l5-s1 where rhbmp-2/acs was implanted with a peek cage. Rhbmp-2/acs was also applied to the right side of the spine. Post-operatively, the patient developed increasing right leg pain and weakness as well as some foot drop. The patient also developed acute inflammation and radiculopathy at the l5 level. The patient also developed inflammation and uncontrolled bone growth at the site of implant. On (B)(6)-2011, the patient underwent a revision surgery to remove the bone overgrowth. Per the op notes, the surgeon encountered bony overgrowth from "and we were able to take all that off the nerve and decompress all the scars around the nerve." No further information was provided.